Event description:
Reporter alleged obtaining an error on the blood glucose device when dosing his test strip. It was determined by the manufacturers' evaluation department that the cause of high results is the alleged meter. No treatment or actions resulted reportedly. A request was made for the return of the suspect device and replacement product was sent.